Event description:
It was reported that during the superion indirect decompression spacer implant procedure the physician heard a pop while attempting deployment and the implant was stripped. The damaged implant was disposed of at facility and was not returned.